Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve did not cause or contribute to the dissection.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-26, serial/lot #: (B)(6), ubd: 31-may-2026, UDI#: (B)(4) the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. During the deployment of the valve, a contrast injection was conducted and imaging revealed a possible aortic dissection extending to the non-coronary sinus. One day following the implant procedure, the dissection had sealed and the patient was discharged. Per the physician, the aortic dissection was not confirmed but was likely caused by the force the operator applied while advancing the valve and the patient's calcified annulus. Per the physician, the delivery catheter system (dcs) and guidewire did not cause or contribute to the dissection.